Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Customer also reported that the insulin pump had a motor position encoder error alarm in the alarm history. Blood glucose level at the time of the incident was 237 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.